Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer originally reported that the device knife came out and that there was no patient injury. The site contact was not able to provide additional details regarding the device or incident. The device was returned for evaluation with the knife blade exposed.